Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the second occurrance in which the shroud has broken. The user claims normal force was used to insert the flue when the shroud chipped. No patient injury was reported. Additional information received from neurospecialist. The handpiece was in use during a surgical case. No surgical delay was attributed to this incident. Another handpiece was readlly available for use.